Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. After visual inspection the instrument was found to have damaged conductor wire at the distal end near the yaw pulley. The insulation was damaged, and the conductor wire was exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips. In addition, the following information was obtained from the customer: the instrument was inspected prior to use, and no damage was found. The customer indicated that the issue was identified after completing the procedure. There was no report of fragment(s) falling inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument was found to have the conductor wire damaged.